Event description:
Per the audiologist's report, this recipient was hit on the head in 2006. Since the incident, the pt has experienced pain. He also reported that his speech understanding has decreased to the point where he has stopped wearing the speech processor the following month. His CT scan and integrity tests were normal. His device has been reprogrammed, but this has not improved performance. The surgeon explanted the device 4 months later and reimplanted a new device the same day.